Manufacturer narrative:
A ge healthcareâs investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No repair information available. No report of patient involvement. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in an over delivery of pressure. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The valve - peep was replaced to resolve the issue. D4 primary UDI number: no UDI available as device was manufactured prior to UDI compliance date.